Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed an initial pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed an incoming detect and treat test. The cause for the failure was isolated to extensive corrosion of the printed circuit boards. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The last patient to use this monitor did not report any deficiencies.